Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat an (B)(6) year old male patient, the device displayed a "self check failure" message. Complainant indicated that the clinician power cycled the device on/off to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.